Manufacturer narrative:
According to the surgeon, there was no issue with the intraocular lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. According to the information received, the surgeon could not position the lens correctly during implantation due to a tear in the capsular bag. Intervention was performed in order to enlarge the incision and remove the lens. Additional information has been requested.